Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow-up, the device interrogation was taking a long time and would time-out or freeze as the nurse was trying to pull egms. After 20 minutes of unsuccessful attempts to interrogate the device, it was decided to schedule a remote transmission for (B)(6) 2019. However, the remote transmission was not successful on (B)(6) 2019. Instead, the transmissions came through on (B)(6) 2019. It was determined that the issue was related to the bluetooth speed at mid-life and due to the device not having cleared egms since (B)(6) 2019. The patient had multiple false-positive episodes, and therefore, there were many egms to download. It was recommended to schedule remote transmissions for every 31 days to ensure the egm storage won¿t fill up. The patient did not experience any adverse events.